Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported (B)(4). The catheter didn't proceed into the introducer needle because it was torn for about 5-6cm. The catheter was removed as soon as the surgeon noted the defect. No patient adverse consequences have been reported. Repository number: (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that during the investigation the following observations were found: 1 - the guide wire was received and inserted in the catheter. 2 - catheter was damaged between 4" and 5 1/4" from the tip. 3 - missing catheter material at the damaged area. 4 - no other damages observed. The cause(s) of the damage/missing catheter material could not be fully determined; however, it might be possible that the device may have been damaged during use. This however could not be confirmed. A lot history records review for p/n 82-1707; lot # 553541 was conducted and it was verified that all products in this lot number were conforming to the required specifications when released to stock on august 18, 2014. A complaints records review was also conducted, and it was verified that at the present date this is the first complaint reported for this lot number, for this type of issue, and it is considered to be an isolated incident. The cause(s) of the damage/missing catheter material could not be fully determined; however, it appears to have been inadvertently damage by the customer during use.